Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 2,000 mcg/ml baclofen (unknown) at 499.6 mcg/day. It was reported that the rep called to check on alarming pump and logs show a motor stall with no recovery. No MRI/magnet/emi interaction that they are aware of. The event date was (B)(6) 2020. Reviewed considerations of replacing pump as soon as medically possible, program pump to minimum rate mode if patient will be given medications outside of the pump, and to send pump back for analysis after explant. There were no further complications reported/anticipated.

Manufacturer narrative:
H6: note: the previously reported patient code no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a manufacturer representative on 2020-feb-23. It was reported that the patient's last pump refill was on (B)(6) 2020. The patient had no falls and also had a vagus nerve stimulator. It was noted that the hcp disagreed with the rep that the pump had stopped working because the patient was not experiencing severe return of spasticity. It was noted that they were seeing malaise symptoms and the hcp wanted to do a motor study, but he hcp had not called them back. The patient was taking oral baclofen (10mg 3x/day) at the time of report. It was noted that they heard a single tone alarm about two weeks ago, but thought that was a smoke alarm. Physician listings were requested. It was further noted that the patient was also given oral (po) medications. The pump had interacted with a programmer a couple times since the stall occurred. The cause of the motor stall was not determined and the plan was to evaluate the need for pump replacement and replace if needed. The issue was not resolved at the time of report and the pump remained implanted at minimum rate. It was noted that a nurse initially reported the event to a rep.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2020-mar-12. It was reported that a roller study was performed and they did not see the rollers move. It was further noted that they could not do a cap (catheter access port) aspiration that day. The pump off passcode was requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated there were no contributing factors that may have caused or led to the inability to aspirate the catheter access port (cap). It was noted since the motor was stalled already, a second attempt to secure the connection of the syringe and needle was not made. In other words, the doctor did not work too hard on aspirating attempts. It was also reported it had not been determined yet if a replacement of the pump was planned. The new managing doctor was going to re-trial the patient and then determine the best route of therapy. No further complications were reported.